Event description:
It was reported that multiple intermittent cartridge alarms occurred during the load sequence. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.